Event description:
Caller reported accidentally delivering too much insulin by administering a bolus while asleep. The customer's blood glucose level was reported to be 43 mg/dl. To address the insulin over-delivery, the customer took action by drinking juices to raise their blood glucose level.